Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 5 devices had worn components; 1 device had a misaligned component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 6 malfunction events, where it was reported the siderail may unlatch during use. No patients were involved.